Event description:
Additional information received reported that the patient¿s doctor was possibly going to refer to a surgeon to redo the leads due to the patient losing some therapy benefit; however, it had not been confirmed if the surgeon will redo.

Event description:
It was reported the patient's therapy impedance was ¿> 2010, 43.¿ it was noted the high impedance did not resolve after implant. It was further noted the healthcare professional would follow up with the patient. It was reported that the patient was getting therapy. Additional information was requested, but was not available as of the date of this report. See MFR. Report # 3004209178-2013-12869. It was unclear which device had high impedance, or if both devices had high impedance.

Manufacturer narrative:
Concomitant medical products: product ID: 37602, serial# (B)(4), implanted: (B)(6) 2013, product type: implantable. Neurostimulator. Product ID: 3389s-40, lot# v014617, implanted: (B)(6) 2007, product type: lead. Product ID: 748251, serial# (B)(4), implanted: (B)(6) 2007, product type: extension. Product ID: 3389s-40, lot# v067936, product type: lead. Product ID: 7482a51, serial# (B)(4), product type: extension. (B)(4).

Manufacturer narrative:
(B)(4).